Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the complaint stent is displaced by about 4 mm in distal direction and that the stent is severely deformed at the proximal end. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped as intended. The review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the deformation is most likely related to the crossing of the previously implanted stent.

Event description:
A pro-kinetic energy stent system was chosen for treatment of the mid cx. A previous implanted stent could not be crossed with the device.